Event description:
Boston scientific received information that during an implant procedure, noise and high thresholds were observed when this device was connected to a competitor lead. Upon reinserting the lead, the noise stopped however thresholds measurements were still observed to be high. The implant procedure was completed, however, during recovery the patient coded twice and needed to be resuscitated. On telemetry, no capture was observed. The patient¿s device was reprogrammed and threshold measurements eventually decreased. Despite coding twice, the patient was observed to be fine after reprogramming. The field suspected there may have been air bubbles in the header of the device. For now, the device continues to remain implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.